Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Related MFR reports: 1627487-2020-21906 and 1627487-2020-21907. It was reported the patient had the scs system explanted due to the patient not receiving effective stimulation therapy from the system. Reportedly, multiple attempts at reprogramming were made, but none were successful.